Event description:
It was reported that two (2) minicap transfer sets had a separation between the patient connector and silicone tubing; further described as "both transfer sets, the beige catheter adapter connector that inserted or threaded into the silicone tubing were completely separated¿. This was observed during an unspecified process steps of peritoneal dialysis (pd) therapy. To resolve the issue, the transfer sets were replaced. The titanium adapters remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) device was received for evaluation. A visual inspection with the naked eye and magnification was performed and found no issues. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified. The returned sample met specification. The second sample was not returned; therefore, a device analysis could not be completed for that sample. Should additional relevant information become available, a supplemental report will be submitted.